Event description:
A surgeon reports a minimal amount of glistenings in a patient following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports the patient had a capsular bag tear during insertion of the lens in the right eye. The lens remains inserted in the bag. There are two manufacturer's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 02/02/2008, 02/04/2008, 02/26/2008 and 02/21/2008 by phone, fax and mail. A completed questionnaire was received.